Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that he passed out due to low glucose levels. His wife had to call the ambulance. He did not sustain any injuries. Medical practitioners checked his blood glucose (bg) which was 36 mg/dl, administered dextrose to bring the sugar levels back up, and continued to monitor his blood glucose. He stated that he can barely remember what happened before the incident and does not remember feeling any symptoms prior to passing out. He remembered seeing the sensor error on his receiver for about an hour prior to the event but did not check his bg during that time. At the time of the report he was feeling back to normal. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.